Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that their physician knows about the event issue. They stated that the implanted device had no effects from their fall. As a step taken, the patient was using a cane. The patient stated that they had no return of symptoms. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient experienced a sudden return of urgency last night and wet the bed. The patient increased the setting 2 hours prior (this morning) but they did notice a change. The patient did report they had a fall last night where they tripped on a rug and fell forward. It was suggested that the patient contact their healthcare professional (hcp) for the issue. It was noted that the patient was going to wait and track their symptoms. If they didn¿t notice any improvement they were going to make small adjustments. The patient also mentioned their schedule follow up appointment was about four weeks from last thursday. There were no further complications reported or anticipated.